Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 113772, bio modular humeral head, 918320. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07494.

Event description:
It is reported that the patient underwent an initial right shoulder hemiarthroplasty procedure. Subsequently, the patient was revised due to pain and persistent dysfunction. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.